Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (exact date unknown) using an uphold vaginal support system, as the physician was throwing the capio through the sacrospinous ligament, the needle detached from the mesh leg and was captured in the capio cage. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "good" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (exact date unknown) using an uphold vaginal support system, as the physician was throwing the capio through the sacrospinous ligament, the needle detached from the mesh leg and was captured in the capio cage. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
Additional information: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. "Device lot number","device expiration date", "device avail. For eval?", "returned to MFR. On", " device returned to MFR.?", "device evaluated by MFR.?", "if not evaluated provide code", "eval summary attached" and "device manufactured date" have been updated accordingly based on the returned device.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (exact date unknown) using an uphold vaginal support system, as the physician was throwing the capio through the sacrospinous ligament, the needle detached from the mesh leg and was captured in the capio cage. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
Device evaluation: a DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned capio device showed that the carrier was bent. Mechanical testing of the returned capio device showed that the carrier deployed to the left of the capio cage's center slot. The uphold mesh assembly was not returned with the capio device; therefore, an analysis is not available and we are not able to determine the relationship between the mesh assembly and the reported complaint. A review of the labeling, including the directions for use shows that they contain a precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for needle detachment was determined to be operational context. The probable root cause for the bent carrier could not be determined.

Manufacturer narrative:
Note: a second physician was involved with this procedure, dr. (B)(6). The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.